Manufacturer narrative:
One medfusion pump was returned for evaluation. Visual inspection of the device found the case top chipped on front right corner, cracked case bottom in battery bay, and a cracked right plunger case. A motor rate error t was noted in the event history log of the pump. The device underwent functional occlusion testing, confirming the reported customer complaint. The problem source has been determined to be service and repair as a result of incorrect assembly-two wavy washers were stuck together. Extra wavy washer was removed, and device passed all functional testing.

Event description:
Information was received that a smiths medical medfusion syringe pump had motor rate error. Incident occurred during annual inspection; no patient involved.